Event description:
It was reported that difficulty was encountered releasing the titanium greenfield vena cava filter during the implant procedure. Following advancement of the carrier to the placement site, the device required several manipulations of the trigger mechanism to release the filter. Following release, the filter was successfully fixated to the vessel wall. No pt injuries or complications were reported. The pt's status was reported as 'fine'.